Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that a cable failure caused a communication failure, and the images were not displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had distortion and no image. The event occurred during inspection for an unspecified procedure that was completed using same set equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had distortion and no image. The event occurred during inspection for an unspecified procedure that was completed using same set equipment. There were no reports of patient harm.